Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental issues"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, tooth disorder, migraine and headache outcome was unknown. The reporter considered headache, migraine, pelvic pain and tooth disorder to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain extreme pelvic pain') and appendix cancer ('tumor / teratoma / cancer type: not sure if it was caused by the essure device but during the hysterectomy cancer was discovered on my appendix and removed at the same') in an adult female patient who had essure (batch no. B30422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included tooth disorder and weight gain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental issues/dental problem always had softer teeth nut they got extremely bad after essure placement"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), cystitis ("infection (bladder/ urinary tract/vaginal) type: had a few bladder and uti's"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: had a few bladder and uti's"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), eczema ("rashes or skin conditions type: eczema type condition on my arms and my face"), dysmenorrhoea ("dysmenorrhea (cramping/ painful period"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), endometriosis ("endometriosis"), dyspareunia ("painful sex"), atrophic vulvovaginitis ("thinning of vaginal wall"), vulvovaginal pain ("vaginal pain") and abdominal distension ("big bloated e belly, since my surgery my belly shows no signs of going down") and was found to have appendix cancer (seriousness criterion medically significant) and weight increased ("weight gain, since surgery gained more weight"). The patient was treated with antibiotics and surgery (appendectomy, and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea and fatigue was resolving, the appendix cancer, tooth disorder, headache, cystitis, urinary tract infection, female sexual dysfunction, eczema, alopecia, vaginal discharge, endometriosis, dyspareunia, atrophic vulvovaginitis and vulvovaginal pain outcome was unknown, the migraine, vaginal haemorrhage and menorrhagia had resolved and the weight increased and abdominal distension had not resolved. The reporter considered abdominal distension, alopecia, appendix cancer, atrophic vulvovaginitis, cystitis, dysmenorrhoea, dyspareunia, eczema, endometriosis, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: complications or problems that occurred at the time of your essure placement procedure: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this report was detected to be a duplicate to (B)(4) (medwatch 3500a MFR number 2951250-2019-11815), received on 14-nov-2019, which will be deleted after all information was transferred to this case (B)(4) which will be retained. New: social media reporter added. New event: abdominal distension ("big bloated e belly, since my surgery my belly shows no signs of going down"). Outcome of weight increased changed to not resolved, since patient reported"since surgery gained more weight". No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain extreme pelvic pain') and appendix cancer ('tumor / teratoma / cancer type: not sure if it was caused by the essure device but during the hysterectomy cancer was discovered on my appendix and removed at the same') in an adult female patient who had essure (batch no. B30422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included tooth disorder and weight gain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental issues/dental problem always had softer teeth nut they got extremely bad after essure placement"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), cystitis ("infection (bladder/ urinary tract/vaginal) type: had a few bladder and uti's"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: had a few bladder and uti's"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), eczema ("rashes or skin conditions type: eczema type condition on my arms and my face"), dysmenorrhoea ("dysmenorrhea (cramping/ painful period"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), endometriosis ("endometriosis"), dyspareunia ("painful sex"), atrophic vulvovaginitis ("thinning of vaginal wall") and vulvovaginal pain ("vaginal pain") and was found to have appendix cancer (seriousness criterion medically significant) and weight increased ("weight gain,"). The patient was treated with antibiotics and surgery (appendectomy, and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea and fatigue was resolving, the appendix cancer, tooth disorder, headache, cystitis, urinary tract infection, female sexual dysfunction, eczema, alopecia, vaginal discharge, endometriosis, dyspareunia, atrophic vulvovaginitis and vulvovaginal pain outcome was unknown and the migraine, vaginal haemorrhage, menorrhagia and weight increased had resolved. The reporter considered alopecia, appendix cancer, atrophic vulvovaginitis, cystitis, dysmenorrhoea, dyspareunia, eczema, endometriosis, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: complications or problems that occurred at the time of your essure placement procedure: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: information and references from deleted duplicate case (B)(4) (MFR number 2951250-2019-11547) were transferred. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain extreme pelvic pain") and appendix cancer ("tumor / teratoma / cancer type: not sure if it was caused by the essure device but during the hysterectomy cancer was discovered on my appendix and removed at the same") in an adult female patient who had essure (batch no: b30422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included tooth disorder and weight gain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental issues/dental problem always had softer teeth nut they got extremely bad after essure placement"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), cystitis ("infection (bladder/ urinary tract/vaginal) type: had a few bladder and uti's"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: had a few bladder and uti's"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), eczema ("rashes or skin conditions type: eczema type condition on my arms and my face"), dysmenorrhoea ("dysmenorrhea (cramping/ painful period"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), endometriosis ("endometriosis"), dyspareunia ("painful sex"), vaginal disorder ("thinking of vaginal wall") and vulvovaginal pain ("vaginal pain") and was found to have appendix cancer (seriousness criterion medically significant) and weight increased ("weight gain,"). The patient was treated with antibiotics and surgery (appendectomy, and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea and fatigue was resolving, the appendix cancer, tooth disorder, headache, cystitis, urinary tract infection, female sexual dysfunction, eczema, alopecia, vaginal discharge, endometriosis, dyspareunia, vaginal disorder and vulvovaginal pain outcome was unknown and the migraine, vaginal haemorrhage, menorrhagia and weight increased had resolved. The reporter considered alopecia, appendix cancer, cystitis, dysmenorrhoea, dyspareunia, eczema, endometriosis, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: complications or problems that occurred at the time of your essure placement procedure: yes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs received: event did you undergo an essure confirmation test: no, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: had a few bladder and uti's, apareunia (inability to have sexual intercourse), rashes or skin conditions type: eczema type condition on my arms and my face, migraines, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type: not sure if it was caused by the essure device but during the hysterectomy cancer was discovered on my appendix and removed at the same time, pain, vaginal discharge, fatigue, weight gain, hair loss. Lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental issues"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, tooth disorder, migraine and headache outcome was unknown. The reporter considered headache, migraine, pelvic pain and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-jun-2018: quality safety evaluation for ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain extreme pelvic pain') and appendix cancer ('tumor / teratoma / cancer type: not sure if it was caused by the essure device but during the hysterectomy cancer was discovered on my appendix and removed at the same') in an adult female patient who had essure (batch no. B30422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included tooth disorder and weight gain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental issues/dental problem always had softer teeth nut they got extremely bad after essure placement"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), cystitis ("infection (bladder/ urinary tract/vaginal) type: had a few bladder and uti's"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: had a few bladder and uti's"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), eczema ("rashes or skin conditions type: eczema type condition on my arms and my face"), dysmenorrhoea ("dysmenorrhea (cramping/ painful period"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), endometriosis ("endometriosis"), dyspareunia ("painful sex"), atrophic vulvovaginitis ("thinning of vaginal wall") and vulvovaginal pain ("vaginal pain") and was found to have appendix cancer (seriousness criterion medically significant) and weight increased ("weight gain,"). The patient was treated with antibiotics and surgery (appendectomy, and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea and fatigue was resolving, the appendix cancer, tooth disorder, headache, cystitis, urinary tract infection, female sexual dysfunction, eczema, alopecia, vaginal discharge, endometriosis, dyspareunia, atrophic vulvovaginitis and vulvovaginal pain outcome was unknown and the migraine, vaginal haemorrhage, menorrhagia and weight increased had resolved. The reporter considered alopecia, appendix cancer, atrophic vulvovaginitis, cystitis, dysmenorrhoea, dyspareunia, eczema, endometriosis, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: complications or problems that occurred at the time of your essure placement procedure: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.